Event description:
Prior to the pump replacement surgery, the patient reported intermittent symptoms of opioid withdrawal, i.e., increased pain and sweating. The pump had been difficult to access; a replacement was scheduled rather than a revision to reposition the device. During the replacement, milky white fluid discharged profusely from the pump pocket when opened. The pump was removed and noted to be encrusted with white crystalized substance. The catheter was not intact and not found in the pocket. The catheter was not replaced at the time of surgery. The patient had expressed a desire to not have the catheter replaced because he had issues many years ago when the catheter was implanted. The pump was implanted and programmed to minimal rate. The patient was discharged from the hospital and was going home to consider his options. The patient was noted to have recovered without sequela. The pump delivered morphine.

Manufacturer narrative:
Catheter model # unknown lot # unknown implanted on: unknown explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed cathter body hole (or torn catheter) caused by metal pin of pump connector poking through. Catheter body broken. As received the pump outlet port was not capped. This pump is not with in the serial number range that can produce a septum leak if the needle is inserted at the edge of reservoir fill port and deflected off the chamber area. Analysis did perform a test with a needle inserted at the edge of the reservoir fill port otherwise known as the septum and deflected off of the chamber area and no leak was detected. Complaint mentioned white material in the pump pocket and the catheter was no longer attached. Not enough white material on the pump surface to be sent for analysis. A portion of the catheter was returned and did have enough white material to be tested. As received a 90 degree connector with a very small proximal piece of catheter segment, see photos. A small hole was located were the tip of the connector pin is, see video. Also noted was that the end of the catheter appears to be oval shaped and broken.

Manufacturer narrative:
(B)(4).